Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. The rotator and imaging core assembly could not be pulled out of the hub to check for imaging core windup due to residue in the imaging window. Impedance inspection revealed an electrical open at the proximal wave form. X-ray analysis indicated the electrical failure was a result of a broken coax cable at 130-140cm. Microscopic inspection revealed the imaging window detached near the lapjoint section. There was also pitting and degradation of the transducer housing noted consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 25mar2022. It was reported that visualization issues occurred. The 95% stenosed was located in the moderately tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show an image. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a partial detachment.